Event description:
It was reported that the patient with a pacemaker was told that his pacemaker will not allow rates up to 175 bpm. Patient noted that when he got his heart rate up to 150 bpm, he would almost black out. The physician prescribed him beta blockers to help control the rate. At one point when the patient was exercising, he could not get his heart rate past 105 bpm and his heart was beating so hard that he had to stop with his activities. The patient ended up going to the emergency room (ER) to get his device checked. Patient also noted since implant he would fall after biking and working out. Technical services discussed device activity sensors and how they can be adjusted. The device could never be programmed properly, and it took three hospitalizations. The patient then switched to a different clinic, and they changed the settings right away. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report being filed to correct field bsc aware date and due date.

Event description:
It was reported that the patient with a pacemaker was told that his pacemaker will not allow rates up to 175 bpm. Patient noted that when he got his heart rate up to 150 bpm, he would almost black out. The physician prescribed him beta blockers to help control the rate. At one point when the patient was exercising, he could not get his heart rate past 105 bpm and his heart was beating so hard that he had to stop with his activities. The patient ended up going to the emergency room (ER) to get his device checked. Patient also noted since implant he would fall after biking and working out. Technical services discussed device activity sensors and how they can be adjusted. The device could never be programmed properly, and it took three hospitalizations. The patient then switched to a different clinic, and they changed the settings right away. At this time, the device remains in service. No additional adverse patient effects were reported.